Event description:
Treating neurologist was not able to communicate with the patient's device during recent office visit, indicating possible device malfunction. It was reported that the patient has been experiencing periodic pain around the device during stimulation and periodically losing her voice with stimulation as well as dyspnea with exertion during stimulation. The patient reports that she has experienced these symptoms before, but that they have recently worsened. The patient has previously reported pain around the generator site (aprroximately one year prior to the date of this report), at which time she refused to follow-up with a neurologist. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation has been unable to determine the cause of the reported communication difficulties as no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x1, via telephone x1).